Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed, there were multiple small needles holes on the inflow section of the sewing ring, and the valve was slightly distorted and oval shaped. The right-left commissure was dehisced. The start of dehiscence was noted along the right cusp aortic wall onto the superior coaptive area of the right non-coronary commissure. The right non-coronary commissure was partially dehisced. The left non-coronary commissure was intact with no dehiscence noted. Due to the dehisced right-left commissure, the left cusp overlapped onto the right cusp. Due to the overcrowding caused by the dehiscence, the right cusp was prolapsed, and the non-coronary leaflet was in the open position. Coaptation could not be assessed due to the dehiscence. All leaflets were stiff but flexible and there were remnants of coagulated blood along the margin of attachments of the right and non-coronary cusps. The right cusp exhibited a small hematoma. Pannus was observed on the inflow sewing cuff adjacent to the right-left commissure extending to the inflow sewing cuff adjacent to the non-coronary cusp. Remnants of pannus were observed on the back of the right left and left non-coronary stent posts. Pannus was also observed along the left cusp outflow rail extending to the sewing ring. Pannus lined the base stitching on the inflow aspect. An unknown amount of pannus appeared to have been removed during explant. Radiography showed no evidence of calcification in the leaflets. Conclusion: if too much pannus covered the commissure / stent post, it is possible it could create additional stress during valve closure by limiting the deflection of the stent posts. In this case, the pannus overgrowth may be a contributing factor to the commissure dehiscence. Based on the product return analysis, distortion of the annular ring (oval shape) may have altered the stress placed on the commissures and leaflets. This alteration of the stress may also play a role in dehiscence of a commissure. While it occurs at very low rates, commissure dehiscence is a known risk is for valve failure and is more often seen in the mitral position due to the higher closing forces on the mitral valve. Patient factors such as hypertension can increase this risk. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 4 months post implant of this bioprosthetic valve, a leaflet prolapse was noted. As a result, coaptation was impacted and led to mitral regurgitation. The valve was explanted and replaced with a non-medtronic bioprosthetic valve. No additional adverse patient effects were reported.